Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. A 3.50mm x 38mm promus element¿ plus stent was first advanced and implanted in the right coronary artery (rca). The 20mm in length, non totally occluded, de novo and concentric target lesion was located in the mildly tortuous, non calcified and 3.5mm in diameter distal lad. After a non bsc guide wire crossed the lesion, a 2x20mm unspecified balloon catheter was advanced for predilation. Then the 2.75mm x 28mm promus element¿ plus stent was advanced and successfully deployed in the lad target lesion. However, a vessel dissection was noted at the lad lesion site. A 2.5mm x 20mm promus element¿ plus stent was advanced and implanted to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable and is responding well to medicines.